Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
On (B)(6) 2016 the patient underwent mesh removal surgery, right groin exploration, and right inguinal hernia repair with mesh at (B)(6) center in (B)(6) by dr. (B)(6), md. The mesh was removed and a small amount of scar tissue was also excised, and that defect was repaired with mesh. It was reported that the patient continues to experience pain and stabbing sensations as if that area of fixation is pulling or ripping. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.